Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue; replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all performed calibrations and tests.

Event description:
It was reported that during patient use, the ventilator's screen was blank; there is no reported patient harm associated with this event.